Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd phaseal¿ injector luer lock n35c experienced needle exposure -defective injector during use. The following information was provided by the initial reporter: after preparation when the nurse removed the injector from the protector, the needle was still out and the nurse stuck herself on the needle. The injector had not been in contact with any patient but only with medication. Additional information: today I received response from the sales representative, it is not possible to obtain the lot number for this complaint.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Upon visual inspection of the product, the needle was observed to be exposed. It was also identified that the grips on the safety sleeve were dislocated from the intended place. As the lot involved in this incident was unknown, a device history review could not be performed. It seems that a misuse of the device by the user during the disconnection of the injector can be established as the root cause of the incidence reported causing the damage of the grips being removed from their place and leading to the needle exposure. It may be considered that: if grips of the safety sleeve are removed from their place, the injector is activated causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged.

Event description:
It was reported that an unspecified number of bd phaseal¿ injector luer lock n35c experienced needle exposure -defective injector during use. The following information was provided by the initial reporter: after preparation when the nurse removed the injector from the protector, the needle was still out and the nurse stuck herself on the needle. The injector had not been in contact with any patient but only with medication. Additional information: today I received response from the sales representative ¿ it is not possible to obtain the lot number for this complaint.